Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by providing pump reset information, and the pump was successfully reset without the malfunction code recurring.